Manufacturer narrative:
(B)(4). Additional narrative: note: blank fields on this form indicate information that is unknown, unavailable or device was used for treatment. Actual event date not known. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed. (B)(4): placeholder.

Event description:
It was reported via a memo on (B)(6) 2008 that there were three mechanical failures of n-hance fusion system implants. This complaint is for one of the three broken rods mentioned in the memo. No further information was provided.